Event description:
It was reported that during an in clinic follow up, the device was found to be in back-up vvi. The patient was asymptomatic. Device download was performed successfully and device was restored to normal function.